Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he turned the device from 2-8 and the battery went dead in 8 hours. The patient turned the device back down to 4 and it runs for 24 hours to about 50% and he wasn¿t getting much relief from the pain at all. The patient didn¿t know if the issue was resolved as he hadn¿t turned it up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient's ins was depleting quickly, more quickly than it used to. They have it charged to 100% at 9 am and by 7 or 8 pm the ins battery will have depleted. They confirmed they were able to successfully charge the ins with excellent recharge quality. There were no reported falls or trauma, however the patient did report that they recently increased stimulation intensity from 2.4 to 8. They did not think that this was what was causing the ins battery to deplete quickly since they have had stimulation at 14 before and did not see this problem. They tried decreasing stimulation lower than 8 due to this issue but they were not getting therapy relief that they needed at this level so they increased stim back up to 8. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2020 reporting that the patient's stimulator started losing charge when they turned it more up by more than double. Troubleshooting was performed and the patient was educated on energy usage affecting the battery draining. No further complications were reported.